Event description:
Customer's mother reported customer was hospitalized for high blood glucose. Customer had noticed that her insulin pump was in suspend mode so she resumed and her blood glucose went down. Later, it went back up. Customer was having a fever. Customer's blood glucose was 523 mg/dl when hospitalized. She was vomiting and very thirsty. She was treated with an insulin drip. Customer stated she would call back later for troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.